Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -10.00 diopter, tore during loading and there was no patient contact. As the lens was being pulled through the cartridge, resistance was met and the lens was damaged. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was the device.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).